Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed there is a geometry issues. Review of the system log files showed c arm movement error. Fse confirmed the angulation movements of the frontal arm was not possible. Fse replaced potentiometer for c-skew movement and performed adjustment work. After replacement system was working fine. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the c-arm was experiencing geometry issues. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the potentiometer for c-skew movement. The device was returned to expected functionality.